Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple users were unable to log in due to authentication issues. A technical support specialist (tss) identified that the rabbitmq service had stopped and restarted the service. Tss then contacted the customer and confirmed that the user was able to successfully log in to pim and that the system was functioning as expected. The customer was informed that a case would be created for es to perform a root cause analysis, as this was a recurring issue impacting user logins. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to log in due to authentication issues. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.